Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to stress urinary incontinence, cystocele, and rectocele. Following implantation it was reported that the patient experienced pain, erosion, extrusion, recurrence, dyspareunia, organ perforation, and urinary/bowel problems. The patient underwent excision/removal of mesh on (B)(6) 2008, (B)(6) 2010, (B)(6) 2011, (B)(6) 2013 and (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to enterocele. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.